Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zebd-5-10 was attempted to be placed in biliary duct via ercp. Before contacting on patient, kink was found in pigtail of zebd-5-10 ((B)(4)). The user used other same product ((B)(4)). The user would like to know how much tensile strength the stent actually has because the pigtail of the stent severed easily. Obtained details on 26 may 2023: the user straightened pigtail of zebd-5-10 with straightener and attempted to advance the stent over the wire guide, but it didn't. So he removed the stent and found the kink in the pigtail. He attempted to straighten the kink by his hands and the pigtail part of stent was severed. No health hazard.

Event description:
This supplemental report is being submitted due to the completion of the investigation on the 01-nov-2023.

Manufacturer narrative:
Device evaluation: the 1 x zebd-5-10 zimmon biliary stent set of unknown lot number was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file captures the use of an incorrect size wire guide used with the replacement device. This file is related to (B)(4) (emdr 3001845648-2023-00504) - pigtail of a stent was kinked and severed. User /use related complaints is considered foreseen misuse. Its is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: manufacturing records review could not be completed as the lot number is unknown. Prior to distribution all zebd-5-10 devices are subjected to visual and functional checks to ensure device integrity. Instructions for use /or label review: it should be noted that in the japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. The japanese packaging insert (B)(4) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the customer did not follow the packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Confirmation of complaint: the complaint confirmed based on customer /or rep testimony. Summary of investigation: failure identified: an incorrect size wire guide used with replacement device. Confirmed quantity of 1 device, used. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.